Event description:
Customer reported a cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The customer received assistance in loading a new cartridge using the correct technique and successfully reloaded the same cartridge to resume insulin therapy. No additional information was received regarding the outcome of the event.